Event description:
On august 20, 2006, the lay patient's daughter contacted lifescan (lfs) alleging that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the daughter on august 22, 2006, to obtain/verify the following information: the patient did not take diabetes medication for a few months because his blood glucose level was "good". In 2006, the patient's wife opened a new bottle of one touch ultra test strips that had been stored in the kitchen for an unknown period of time. The expiration date of the test strips was november 2006. The patient's wife did not perform a control solution test with the test strips when she opened the vial. She tested the patient's blood glucose level in the afternoon on the day of event and obtained a result of 209 mg/dl using the reported one touch ultra meter and test strips. The wife gave the patient 1/2 tablet of glyburide (rather than glucophage as previously recorded) because, the patient's blood glucose reading was elevated. Before dinner, a result of 77 mg/dl was obtained using different test strips. The patient fell a couple times at home prior to the event date. The daughter did not know the specific times the patient fell. At about 8:30 pm, the wife tested the patient's blood glucose with the reported lfs products and received a result of 390 mg/dl. The wife gave the patient another 1/2 tablet of glyburide and called the daughter. The wife obtained several more elevated blood glucose readings ranging 307 to 392 mg/dl, after the patient took the second dose of glyburide. The daugther came to see the patient at 11:00 pm. The patient was clammy, tired, and difficult to rouse. The daughter called ems. Emt's arrived within 10 minutes and obtained a result of 28 mg/dl on the ems meter. The patient was treated with IV glucose and taken to the ER. A result of 118 mg/dl was obtained on the ER device compared to 387 mg/dl on the reported products. In the ER, the patient was also diagnosed with a low heart rate. The pt was admitted to the hospital for treatment of bradycardia and hypoglycemia. The daughter told the mas, the patient is expected to remain hospitalized until the following five days and may receive a cardiac pacemaker. The customer care advocate (cca) confirmed that the testing technique was correct. A control solution test was not performed, since the daughter called lfs from the ER and did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter and test strips read inaccurately high compared to the ems and ER devices. The patient developed symptoms that suggested hypoglycemia. A low blood glucose reading was obtained on an ems meter and patient was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.